Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was dislodged the lead was cut during explant and was successfully replaced. No additional adverse patient effects were reported.